Event description:
A nurse reported a home patient(hp) who had a cracked mini-cap. The caregiver(cg) was contacted on (B)(6) 2011. The cg stated that the home patient(hp) is not sure how the minicap became cracked. The cg stated that the hp noticed the crack in the mini-caps while he was walking around. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap was not confirmed and the root cause could not be determined. A batch review was conducted on lot gd879924 which revealed defects were noted that could be related to the reported condition. The manufacturing facility conducted an investigation to determine the cause and correction actions were implemented. Re-inspection of the lot was conducted and all affected units were removed with a higher level inspection confirming the removal of affected units prior to release of the lot.